Event description:
During a cerival surgery procedure, the tungsten loop on 2 es active loop electrodes broke. There was no injury to the pt and the procedure was completed using a third es active loop electrode.